Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reported event was confirmed through the service and repair evaluation of the device. The following defects were identified and repaired. Top and lower case damaged, broken covers, chamber holder and guide line twisted, which could lead to suction failure due to kinking of the tubing. Additionally, tips and rubber feet worn out. Review of the depuy synthes mitek complaints system revealed one other dissimilar complaint for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. DHR review: part number: 284580. Supplier lot number: f16a10845. Release to warehouse date: 5/18/2015. Manufacturing date: 4/1/2015. Expiration date: n/a. Supplier: (B)(4). Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported by the biomed that the pump doesn't aspire any more. Another pump was used to complete the case. No patient consequences.